Event description:
The customer reported that while activating the device, bubbles appeared between the blue insulation and the sealing surface. Some of the insulation stuck to the pt tissue and was cut out. The procedure was continued with the use of sutures, causing a delay in the procedure of more than 30 minutes. There was no blood loss and no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.